Event description:
It was reported that during procedure, the tip of the subject guidewire was broken and loose, about 4cm of length. The tip of the subject guidewire was caught with the stent retriever, and nothing was left behind in the patient. No clinical consequences were reported to the patient due to this event. No additional information was available.

Manufacturer narrative:
D4 expiration date: added. D4 lot#: corrected from 'unknown' to '0000594699'. D4 gtin: corrected to ' (B)(4). D9 product available to stryker/ returned to manufacturer on ¿updated. H3 device evaluated by mfg: updated. H4 manufacturing date: added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the subject guidewire was noted to be kinked/bent approximately 177cm from the proximal end. The subject guidewire distal end was noted to be broken/fractured approximately 210.5cm from the proximal end with the core wire and platinum coil visible. The subject guidewire nitinol tubing was also noted to be broken/fractured approximately 208.5cm and 209cm from the proximal end. The distal tip was not returned. A functional inspection could not be performed due to the damage to the subject guidewire. The event was confirmed based on the damage noted to the returned subject guidewire device. The subject guidewire device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer confirmed the fractured tip of subject guidewire was removed from the patient completely without clinical consequences to the patient. The medical procedure the device was used for was stroke treatment. A trak21 microcatheter was used with the subject guidewire and there was no allegation against the microcatheter. An introducer sheath was used to facilitate the introduction of the subject guidewire into the microcatheter. Analysis of the returned subject guidewire was kinked/bent approximately 177cm from the proximal end. The subject guidewire distal end was broken/fractured approximately 210.5cm from the proximal end with the core wire and platinum coil visible. The subject guidewire nitinol tubing was also noted to be broken/fractured approximately 208.5cm and 209cm from the proximal end. The distal tip was not returned. The damage to the returned device indicates it encountered a significant force during use. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and as analyzed 'guidewire kinked/bent' and 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, the tip of the subject guidewire was broken and loose, about 4cm of length. The tip of the subject guidewire was caught with the stent retriever, and nothing was left behind in the patient. No clinical consequences were reported to the patient due to this event. No additional information was available.